Event description:
An intracranial pressure/temperature-icp reading exceeded 100mmhg while in contact with the patient. The catheter zeroed properly initially and it functioned appropriately for two days when the icp reading exceeded 100mmhg. It was then discontinued. There was no patient injury involved with this complaint. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.